Manufacturer narrative:
The customers complaint of accuracy issues was not confirmed or reproduced. Inspection: the incident administration set was not returned and could not be inspected. Lvp sn (B)(4) (channel a) the device was not returned and could not be inspected. Log analysis results: lvp sn (B)(4) (channel a) at 12:55 pm on (B)(6) 2020, the suspect device lvp sn (B)(4) was selected and programmed a basic infusion at a rate of 4 ml/hr (vtbi= 8 ml). Between 1:42 pm and 1:43 pm, the suspect device lvp sn (B)(4) was selected and the pressure limit was changed twice. At 2:55 pm, the infusion completed, device was kvo (rate= 4ml/hr). At 2:58 pm, the suspect device lvp sn (B)(4) was selected and changed the vtbi to 10 ml (rate= 4 ml/hr). At 3:01 pm, the suspect device lvp sn (B)(4) was paused. At 3:03 pm, the suspect device lvp sn (B)(4) was channeled off; the pcu was powered off. Pvi= 8.386 ml. Test results: the incident administration set was not returned and could not be tested. Lvp sn (B)(4) (channel a) - the device was not returned and could not be tested. Root cause: the root cause of the complaint of accuracy issues could not be identified. Device history review: lvp sn (B)(4) (channel a): a review of the device history record showed the device had a manufacture date of 26jun2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for source device lvp s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the source device lvp s/n (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the devices were involved in an incident, and need to be checked for infusion accuracy. Although requested, further information was not provided. The customer is requesting that bd proceed with device investigation and maintenance/repair without event details, as none are available.